Event description:
Patient reported nodules, cysts and "radial folds, comparable to creases, inside the implants and a small amount of liquid around them" via MRI. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and use error.

Event description:
Patient reported "swells and deflates, there's a sensation of milk stagnation, seroma, the breast has fallen, it's sagged, and the prosthesis is like a wheel that turns." The device was previously explanted and placed back in the patient's body. Device remains implanted. This relates to the left side.